Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited low pacing impedance. Additionally, backflow of blood was seen from the stylet lumen during the lead withdrawal. The right ventricular lead was not used and replaced. The patient experienced no consequences.